Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles in the tubing, absence of no delivery alarm and the insulin pump was neither beeping nor vibrating currently. The customer¿s blood glucose level at the time of incident was 360 mg/dl. The customer¿s current blood glucose level was 322 mg/dl. The customer reported that the insulin pump did beep during tone test. The customer had symptoms related to high blood glucose level such as dry mouth and headache and fatigue and nausea which customer reported could be due to gastroparesis. The drive support cap was normal. The customer reported that he usually goes high at night due to prednazone medication which he was taking for kidney transplant however he had not eaten since noon so that also could be the reason for high blood glucose level. The insulin pump will not be returned for analysis.